Event description:
It was reported that when using the bd pyxis¿ medstation¿ es s-ed1-e unit was not powering on and appeared offline in remote smart service. The customer attempted to power on the station using the rear power button and confirmed that the power cable was securely connected on both ends, with a functioning power source; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not power on due to a failed drawer board. A field service engineer (fse) disassembled and reassembled the inside of the drawer but found no issues. Fse then reseated all connections, replaced the drawer board and confirmed that the issue was resolved. Fse then performed preventive maintenance, replaced the pyxie bus cable and keyboard cover due to physical damage. The system functioned as intended after the field service engineer repaired the device.